Event description:
There was fluid pressure build up inside catheter causing bubble errors with overheating of ablation tip. Per manager: when the catheter was being primed, no fluid was flowing through the tip. The trouble shooting revealed that the fluid channel was not working. The catheter was removed and a new catheter was used. The new catheter was working properly. No injury to the patient.